Event description:
A (B)(6) result for antibodies to (B)(6) was obtained on an advia centaur xp instrument. The patient was known of being (B)(6). The initial result was not reported out. The same sample was rerun on the same instrument and a positive result was obtained. The repeated result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument. The cause of the single (B)(6) is unknown. The fse verified the calibration and the quality control. The instrument is performing within specifications. Further evaluation of the device is not required.